Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient has irritation around the ins beginning within the last week or so. The patient plans on getting the ins explanted. The patient was inquiring if there was any information that the surgeon should known. Patient services gave the patient the phone number for technical services. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient called in stating that his pain stimulator is no longer working. The patient was transferred to patient services for additional troubleshooting. The patient has irritation around the ins beginning within the last week or so. The patient plans on getting the ins explanted. The patient was inquiring if there was any information that the surgeon should known. Patient services gave the patient the phone number for technical services. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.